Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was the tube body of one device was bent. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of these photos indicated a bowed tube. Examination of 100 retained samples did not identify any further defective samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was the tube body of one device was bent. No adverse impact was reported regarding the patient or user.